Event description:
Zoll customer support contacted an (B)(6) old male pt to exchange his electrode belt. The pt's download revealed a high number of 'can comm timeout', 'belt comm error', and 'service code (204)' flags. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can comm timeout, belt comm error, and service code 204) has been confirmed. Upon evaluation, the pulse wires in the electrode belt trunk cable were grounding to one another. The cause of the belt communication faults are the grounded pulse wires. The cause of the grounded pulse wires is damage to the pulse wires. The cause of the damage is excessive force to the wires. The wires had been pulled through the strain relief. The wires were able to be pulled through the strain relief because the strain relief was never crimped. The root cause of the defective strain relief is an assembly error. No adverse event resulted from the damaged pulse wires. The pt received a replacement electrode belt.